Event description:
Patient in interventional radiology for ir carotid arteriogram: wire broke off prior to being inserted into the body. No patient harms. Patient presented to emergency in re cerebrovascular accident due to occlusion of right middle cerebral artery resulting in acute left-sided weakness. Angiography head/neck indicated. Interventional neurology suite for clot retrieval, patient ended up getting tnkase and taken to interventional suite for attempted thrombectomy. Patient had significant extracranial right carotid stenosis requiring angioplasty after which patient had adequate right mca flow. No thrombectomy was performed. Patient extubated and brought to ICU.